Event description:
It was reported that the patient presented to the emergency room (ER) after receiving an inappropriate shocks. It was also reported that the right ventricular (rv) lead had t-wave oversensing (twos) and a decrease in r- wave amplitudes. Additionally, the atrial lead had far field r-wave (ffrw) oversensing. Reprogramming was completed and the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.